Manufacturer narrative:
(B)(4). B. Braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The manufacturer's investigation into this reported event is ongoing. A f/u up report will be filed if add'l pertinent info becomes available.

Event description:
As reported by the user facility: the device has broken into two pieces.